Manufacturer narrative:
The pad device was installed on 06/23/2011 and operated successfully until (B)(6) 2012. The returned device was disassembled for investigation and it revealed the failure of the c9 capacitor. The returned pad-pak's from lots a1289 and a1048 were tested and found to have blown a fuse. The failure of the c9 capacitor was sufficient to cause a short circuit resulting in excessive current flow, which blew and the fuse in the pad-pak's but no fault was found with the device to have caused a blow fuse. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involvement in this event. This device malfunctioned because it would not power-on.